Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported through social media that her pump had main arm cannot communicate with the motor arm alarm and hal software error detected alarm and drive count error boundaries exceeded after movement alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.